Event description:
Healthcare professional reported left side rupture. Device explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device and weight to the spec. The unit is not rupture. Cloudy, voids and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.